Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 537 mg/dl. Customer's states that blood glucose was 400 mg/dl after arrival. The customer did not experience the symptoms. The customer was treated by insulin drip. Customer also specified other relevant blood glucose value was 336 mg/dl. Customer declined to troubleshoot high blood glucose. The insulin pump will be returned for analysis.